Manufacturer narrative:
(B)(4). This is the third report from this facility in regards to an endoscope failing atp testing. Reference mdrs 9610877-2016-00059 and 9610877-2016-00134. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating video bronchoscope model eb-1975k/serial (B)(4) failed atp testing 5 times. In addition, a reported concern of a buckle in the umbilical was stated. Additional information was received from the facility stating atp testing is performed after each manual reprocessing for this bronchoscope. In addition, the bronchoscope was quarantined after having confirmed it did not pass atp testing. The video bronchoscope was returned to pentax medical for evaluation. The pentax medical service inspection findings included the following: -primary operation channel resistance -umbilical cable, mild crush -passed dry and wet leak tests. Repairs were performed on the video bronchoscope which included replacements of the following components: -o-rings and seals -distal end assy with tube -distal joint screw m1 -segment steel braid -bending rubber -insertion/s-nipple attaching screw -suction connection tube. The video bronchoscope was shipped back to the customer on 06/29/2017. The video bronchoscope was received by the customer passing atp testing immediately out of container. Customer washed, brushed with required cleaning brushes per customer to which then failed atp testing. The customer then washed in regular water but rinsed in deionized water. The biopsy port passed atp testing but the distal tip needed re-rinsing before it passed atp testing. Pentax medical has made a good faith effort attempt to obtain information on the reprocessing techniques followed at the facility. Pentax medical along with the facility are currently investigating this event.